Event description:
The sheath subsequently tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
Product event summary: the sheath 4fc12 with lot number was returned and analyzed. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 2.59 inches and 1.57 inches from the tip. In conclusion, the sheath failed the returned product inspection due to the shaft kink/twist. If information is provided in the future, a supplemental report will be issued.